Event description:
Boston scientific received information that this product was part of a system revision due to infection. The physician removed the previous system. A competitor lead was placed on the right side and connected externally to the device. Subsequently, the temporary pacing system was removed and a new system was implanted. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.